Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H4: the lot was manufactured february 9, 2023 - february 10, 2023. H10: the actual device was received for evaluation. Visual inspection was performed which identified fluid inside a bag that contained the unit was noted. When the unit was removed from the bag, a crack on the non-baxter red cap was observed. A functional leak test was performed; after fill and prime, a leak was observed coming out at the crack area of the red luer cap. The reported condition was verified. The cause of leak was due to the defective red luer cap; however, the cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was "running out." The device contained 0.9% sodium chloride (nacl) and fluorouracil. This was observed during preparation. There was no patient involvement. No additional information is available.